Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device still remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: in the photos no observed openings in the device appear to be intact. Silicone migration : unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported seroma-late and silicone migration. The device has been explanted, replaced, and discarded.

Event description:
The device has been explanted, replaced, and discarded.

Event description:
Healthcare professional later reported seroma-late and silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. H.10.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d4., h.4.

Event description:
Healthcare professional reported left side rupture. The device still remains implanted.